Manufacturer narrative:
(B)(4). Approximate age of device ¿ 10 months. The patient remains on lvad support. No additional information has been provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was readmitted on (B)(6) 2016 for a pump pocket infection. The patient is reportedly on aggressive intravenous antibiotic therapy and awaiting transplant. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported infection could not be conclusively determined. Infections are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.